Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 67-year-old male with cardiomyopathy was supported with an impella cp (B)(6) placed via the right femoral artery on (B)(6) 2026. The patient¿s pre support clinical status was consistent with society for cardiovascular angiography and interventions (scai) shock stage c. During or shortly after introducer insertion, the patient developed limb ischemia involving the impella access limb only. The ischemia was attributed to the impella, although no introducer damage was observed. The diagnosing method for ischemia was not reported, and vessel imaging was unavailable. Calcification was noted as a contributing vessel condition. To address the ischemia, the managing physician placed an external fem, fem bypass for distal perfusion. The intervention successfully resolved the ischemia, and no amputation was required. The device remained in place until elective explant on (B)(6) 2026, and the patient survived to explant limb ischemia occurred during/after introducer insertion and was attributed to impella use; the condition resolved following external fem, fem bypass without requiring device removal or resulting in permanent injury. Ischemia may have also been attributed to clinical condition of a critically ill patient and the known risk of ischemic complications in patients on vasoactive support as this patient presented initially in scai shock stage c. The patient survived.